Event description:
It was reported that a user experienced hyperglycemia while using the ilet, describing blood glucose levels over 300 mg/dl for more than four hours after announcing lunch; the cause was unclear and no alerts or alarms were reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for additional follow-up to gather details, with no report of medical intervention or hospitalization. Investigation included a review for device performance and user-reported experience. Investigation of this case revealed no confirmed device malfunction based on the information available. It was concluded that the event involved hyperglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.